Event description:
Per an anonymous reporter to the office of surveillance and biometrics that "caller went to the bathroom, had a tampon inserted, removed old tampon and inserted new tampon. Upon washing hands smelled a strong chemical odor, started feeling burning sensation in vaginal area, removed tampon immediately. Showered and washed vaginal area with soap and water. They called poison control center who stated that there should be no (illegible), since tampon was immediately removed. They examined the box and noted no chemical damage. Did not smell odor on box. Wrapping on the tampon was intact. No other symptoms. Described odor like "mothballs" or "dry cleaning fluid".